Event description:
It was reported that the user experienced a nighttime low blood glucose of 45 mg/dl while using the ilet, after which carbohydrates were taken and glucose later rose high early morning before stabilizing around 100 mg/dl; the cause of the low was unclear and a prior episode of hyperglycemia up to 360 mg/dl was noted. Symptoms included hypoglycemia. Outcomes included temporary interruption to normal activities associated with the event. Investigation included complaint intake, troubleshooting, and user education. Investigation of this case revealed no confirmed device malfunction, with no device component failure identified and no reproducible issue found during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.